Manufacturer narrative:
Analysis: further investigation of the unit at the hospital by medtronic service determined that the pumps had been working as programmed, prior to and after the display froze. The memory card was removed from the device, and then re-installed in the pump. The device was then powered down, and after waiting 15 seconds, the device was powered up. All systems checked normal, and the pumps/display/flow reading operated normal. This action was performed a few more times with no problems experienced. Due to concerns of recurrence of the issue, the device was returned to medtronic for analysis. To date, analysis on this product has not been completed. Conclusion: reduced device performance occurred and was related to the event. Root cause has yet to be determined as analysis has not been completed. No adverse patient effects reported.

Event description:
Medtronic received information that while setting up for a bypass procedure, this device displayed failed to illuminate, and a boot up error was displayed. The device was rebooted, and passed self tests. During the bypass procedure, the display on this multi-pump unit did not function correctly. While the bio-pump appeared to be moving, neither the flows or speed were displayed. It was reported that 3 of 4 additional pumps had stopped working, while the 4th pump pumped too fast. The instrument alarms were sounding appropriately. After 45 minutes of use, the perfusionist elected to change out the bio-pump for a stand-alone bio-console for the remainder of the procedure. Cardioplegia was delivered by hand cranking the appropriate pump, and an additional air detection system was utilized. No adverse patient effects were reported.